Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached end-of-life indicator and was explanted. Another ICD was successfully implanted. No adverse patient symptoms were reported.